Event description:
Pt admitted to the hospital 3/18/97 chronic renal failure, massive nephrotic syndrome with marked uremic symptoms. A right internal jugular tesio catheter was place d3/18/97 for hemodialysis. The next day, 3/18/97, pt returned to surgery for removal of the dysfunctional catheter and placement of left jugular blue port under fluoro. Post op diagnosis - complete clotting of the tesion cath, blue port only with high venous pressure.